Event description:
Graseby medical does not believe the event described in the medical device report is attributable to the device or that remedial action is required. Co believes the difficulty with the 8c4220 administration set experienced by the hosp is due to excessive air-in-line caused by the incompatibility of the abbott lifeshield needle with the graseby y-site.